Event description:
On (B)(6) 2012, the pt was implanted with a gore excluder aaa endoprosthesis featuring the c3 delivery system to treat an abdominal aortic aneurysm. The device was implanted without complications. During the implant of the gore excluder aaa endoprosthesis contralateral leg component, the gore excluder aaa endoprosthesis featuring the c3 delivery system migrated 30 mm proximal unintentionally covering renal arteries. After several attempts, the physician was able to completely remodel the device. The computed tomography angiography confirmed that both renal arteries were opened.

Manufacturer narrative:
Further info and images were requested.